Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient scheduled to be revised due to unknown complications.

Manufacturer narrative:
Updated information received on (B)(6)2019: from received x-ray, the patient suffered from periprosthetic fracture around the stem. No alleged deficiency against this component. Therefore the event is not reportable. Please void the initial report.